Event description:
The customer stated that he tested his blood glucose using his breeze meter and an american fair meter. The breeze meter read 350 mg/dl, while the other meter read 150 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting showed the system to be operating as designed. The customer was sent a new breeze2 meter kit. No product will be returned for evaluation.